Event description:
It was reported that (1) device was used during an ovaric cyst procedure. It was reported by the affiliate that the ebf01 was opened in surgery and was connected to the force ii, and when they stepped on the pedal, an electrical shock occurred on the tip. There was no consequence to the pt.